Event description:
It was reported that during device change out, externalized conductors were noted on x-rays. No electrical anomalies were detected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.